Event description:
It was reported that the 3gtq3 power will not go left or right. It will make a clicking noise when trying to go left or right and it will not move. Unit will go forward and backwards. Joystick recall was performed in (B)(6) 2013.